Event description:
It was reported that the patient underwent a procedure for posterior cervical fixation at levels c2-c6. During surgery, while drilling with the adjustable depth guide, the tip of the drill bit snapped. No patient complications were associated with the event.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.